Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads.  The manufacturer instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that a patient was admitted to the hospital for a bowel resection, unrelated to the vad. Due to the surgery the anticoagulation was held and this resulted in an acute rise in pump power, confirmed by log files. The patient was otherwise asymptomatic. The patient required prolonged hospitalization as a result of requiring tissue plasminogen activator (tpa). The systemic dosing of tpa resulted in the pump power returning to baseline. No additional information provided.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The hvad pump (B)(4) was not returned to manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Information obtained from site noted that the patient received a tpa treatment due a suspected thrombus formation followed by a return of the power consumption to a normal power consumption level. Review of controller log files revealed a sharp rise in power consumption and a sudden return to normal power consumption on the reported event date, thus confirming the reported 'high power' event as well as correlating with the reported event details. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported pump high watts and suspected thrombus; however lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. The reported event was likely due to the stop of the patient's anticoagulation therapy for surgery due to an unrelated event. The most likely root cause of the reported event cannot be conclusively determined; however, there are patient, procedural, and pharmacological factors that may have contributed to this event.